Manufacturer narrative:
H.6. Investigation summary: in response to the event reported by your facility a device history review was conducted for batch number 2025239. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with no sample analysis the symptom reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a needle clog. There was no report of patient impact. The following information was provided by the initial reporter: incident details: 2 new lots numbers have been discovered that seem to have the same issue - inability to plunge needle/blockage in the needle. A total of 14 have been discovered from may 15-18, 2023.